Manufacturer narrative:
A response is pending from the manufacturer.

Event description:
After 2+ months of implantation, this lead was explanted because of an infection. Please note that the pacemaker that was attached to this lead was also removed and reported on an MDR.